Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. (B)(4). Serial #: (B)(4), device manufacture date: 12/16/2007 serial#: (B)(4). Device manufacture date: 08/24/2010.

Manufacturer narrative:
The complaint was not confirmed. Customer returned all three reported meters (B)(4). Control solution testing was performed on all meters. All results were within range specification and no errors were observed. No new issues were observed.

Event description:
Customer reported noticing error 2 and error 4 messages on the display of his 3 adc blood glucose monitor. Customer further reported subsequently experiencing sweating and dizziness. Paramedics were called and customer was given glucose intravenously. Customer was not transported to a health care facility. Customer self-treated by drinking orange juice with sugar on it. There was no report of death or permanent injury associated with this event.